Event description:
During an in clinic follow-up, increased capture threshold which resulted in loss of capture was observed on the right ventricular (rv) lead due to dislodgement. While attempting to reposition the rv lead, it was difficult to remove the lead from the header of the device. The lead was explanted and replaced to resolve the event. The patient was in stable condition.